Manufacturer narrative:
Block d2b: product code: additional product code qon block g4: premarket / 510(k) #: additional premarket/510(k) p190006 block d10: concomitant product: model number/catalog number: 1201 serial number: (B)(6). Model/catalog description: tined lead unique identifier (UDI) #: (B)(4). Block h11: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Good faith effort attempts were made to try and retrieve the device, however the device was disposed by the explanting provider. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. The risk review was not performed as this complaint was not any of the following: a reportable event in the emea-eea, or germany, or new/unanticipated failure type (as reported device code: 2090: no code available) or a new patient harm (as reported patient code: 9193: no code available). Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the patient with this neurostimulator experienced urinary retention. The patient reported that their symptoms improved when the device was turned off. The patient underwent an explant. There were no additional complications reported.